Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the dental implant non-osseointegration. Patient presented bone type iii and had infection. No further information was provided.